Manufacturer narrative:
Qn#(B)(4). Customer was making incision with 809335, eschar remained on the tip of the electrode. When activated again, the eschar ignited for 2 seconds, causing a flame. The surgeon stopped using the device. Surgery completed was left video assisted thoracoscopy, left lower lobe completion lobectomy, mediastinal lymph node dissection. The customer confirmed there was buildup of eschar on the device during the time of the event. Complaint confirmed from information received from customer. The root cause is user error in not removing flammable material from activation site. The IFU was reviewed which states, "fire hazard: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen enriched environments. With sufficient heating, eschar can become a glowing ember and pose a fire hazard both as an ignition source and as a fuel. Keep the electrode clean and free of all debris." Containment actions are not necessary as the product has been used and does not represent product in inventory accurately. Corrective action is not required per the root cause and the risk assessment. Hhe not required because risk level is not catastrophic severity and the clinical safety of patients and/or users is not in question. Preventative action is not required per the root cause and the risk assessment. The customer was advised to use essp scratch pad to remove eschar in future surgeries. Verification of effectiveness is not required per the root cause and the risk assessment.

Event description:
Reported issue: shortly after making incision size of approximately 3-4cm, while using plumepen ultra cautery device on the incision edges with a short insulated bovie tip, debris collected onto the bovie tip, both the insulated and non-insulated surfaces and caught on fire. Flame ignited quickly and self-extinguished; total time of combustion was approximately 2 seconds. The surgeon stopped using the device immediately upon seeing the flame. There was no reported injury.